Manufacturer narrative:
(B)(4)

Event description:
While the ventilator was connected to a pt, the displayed pressure curve showed pressure peaks, indicating higher pressure than was set when the 100% oxygen breath function was activated. (B)(4).